Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with on (B)(6) 2022 hysterectomy scheduled. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date of other essure related surgery. (B)(6) 2013 retained date: (B)(6) 2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malposition of right essure device") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of wisdom teeth removal in 1998 and menses irregular, pelvic pain, migraine, anxiety disorder, depression, hypothyroidism, cholelithiasis and colposcopy. In 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criteria intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: date of other essure related surgery. (B)(6) 2013. Retained date: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis. Uterus. Cervix, hysterectomy: 1.endocervical polyp, benign, 0.5 cm, but the cervix is negative for dysplasia and/or malignancy. Uterus. Endometrium, hysterectomy: 1. Benign late secretory pattern endometrium uterus. Myometrium, hysterectomy: 1. Leiomyomata, intramural, benign, several, up to 0.5 cm. 2. Adenomyosis, benign uterus. Serosa, hysterectomy: 1. Endometriosis, focal. 2. Fibrous adhesions, cystic, benign right fallopian tube, excision: 1. Blunt ended fallopian t be suggestive of previous ligation/resection fibrous adhesions, and benign paratubal cysts. Left ovary and fallopian tube, excision: 1. Fallopian tube with an intratubal intact essure device, fibrous adhesions, cystic endometriosis, and benign paratubal cysts. Gross description: received in formalin, labeled with patient's name, number and "cervix, uterus, bilateral tubes", is a hysterectomy specimen with attached left tube and separate right tube combined weight of 172g. The separate right fallopian tube is tortuous, blunt ended with dense adhesions and numerous paratubal cysts up to 0.8 cm with fimbria being encased with adhesions the left fimbriated fallopian tube is 5.5 x 0.7 cm with focal serosal adhesions and with the proximal and having silver metallic coil through the lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malposition of right essure device") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of wisdom teeth removal in 1998 and menses irregular, pelvic pain, migraine, anxiety disorder, depression, hypothyroidism, cholelithiasis and colposcopy. In 2013, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: date of other essure related surgery. (B)(6) 2013, retained date: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis. Uterus. Cervix, hysterectomy: 1.endocervical polyp, benign, 0.5 cm, but the cervix is negative for dysplasia and/or malignancy. Uterus. Endometrium, hysterectomy: 1. Benign late secretory pattern endometrium uterus. Myometrium, hysterectomy: 1. Leiomyomata, intramural, benign, several, up to 0.5 cm. 2. Adenomyosis, benign uterus. Serosa, hysterectomy: 1. Endometriosis, focal. 2. Fibrous adhesions, cystic, benign right fallopian tube, excision: 1. Blunt ended fallopian t be suggestive of previous ligation/resection fibrous adhesions, and benign paratubal cysts. Left ovary and fallopian tube, excision: 1. Fallopian tube with an intratubal intact essure device, fibrous adhesions, cystic endometriosis, and benign paratubal cysts. Gross description: received in formalin, labeled with patient's name, number and "cervix, uterus, bilateral tubes", is a hysterectomy specimen with attached left tube and separate right tube combined weight of 172g. The separate right fallopian tube is tortuous, blunt ended with dense adhesions and numerous paratubal cysts up to 0.8 cm with fimbria being encased with adhesions the left fimbriated fallopian tube is 5.5 x 0.7 cm with focal serosal adhesions and with the proximal and having silver metallic coil through the lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-feb-2023: event medical device removal was replaced by essure device dislocation. Medical history & lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with on (B)(6) 2022 hysterectomy scheduled. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date of other essure related surgery. (B)(6) 2013. Retained date: (B)(6) 2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.